Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. (B)(4).

Event description:
The customer contact reported, the pump did not alarm when a distal occlusion was present. At an unspecified time, the device was programmed to deliver an unspecified concentration of dopamine, at an unspecified rate reported to be less than 1ml/hr, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the physician noted the tubing set was clamped distal to the device with no device alarm. The customer contact could not specify how long the tubing set had been clamped. It was reported that the pt was treated with an unspecified bolus dose of saline, and therapy was resumed using the same device. Though requested, no additional info was provided including the reason for the medical intervention.